Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 12 days of wearing the sensor, the "skin at sensor insertion turned hard, skin around insertion (upper arm) itched, turned red, and had pimples." Customer further reported "it took 3-4 days until the hardened feeling of insertion site went away". Customer self-treated with bepanthen soothing skin ointment and eucerin moisturizing salve and had contact with a healthcare professional who prescribed almiral (non-steroidal anti-inflammatory) gel and decoderm (steroid antibiotic) cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.